Event description:
On 7/2/93 resident was being transferred from bed to wheelchair with the use of the century mechanical lift. After turning from bed and moving toward chair the resident fell out of sling. Emergency unit transported resident to hospital where x-ray's were taken and then transported resident back to facility with bed rest orders and pain medication. Investigations were conducted of the incident. Employee's involved were interviewed and then demonstrated proper procedures of the lift. Distributor came out to the facility to evaluate equipment and re-enact the incident. We were unable to conclusively determine the cause of this accidentinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.